Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the black box showed that the pump was manually suspended on (B)(6) 2015 at 18:06 and was manually resumed at 20:03, and that the pump was again manually suspended on (B)(6) 2015 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/02/2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with abdominal pain, nausea, vomiting, moderate ketones, and diabetic ketoacidosis. The patient was reportedly treated with insulin injections and IV fluids. Customer technical support reviewed the pump with the reporter. Reportedly, the basal delivery totals in the total daily dose history did not match the active basal program and a reason for the discrepancy could not be found. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a basal delivery discrepancy.